Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6x (cat6x), a trax delivery device (trax), and a non-penumbra sheath (6f). During the procedure, while advancing the cat6x with the trax, the physician experienced resistance and kinked the cat6x at the distal end. While removing the cat6x with the trax, the cat6x became stretched. The physician continued to retract the cat6x and the cat6x fractured at the distal end. The proximal end of the cat6x and the trax were removed. A vascular surgeon performed a surgical cutdown in the popliteal artery to remove the remaining segment of the cat6x. No portion of the cat6x remained in the patient¿s body. The procedure was completed with open thrombectomy. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 6x (cat6x) confirmed that the device was fractured. Evaluation revealed stretching at the fractured location. If the cat6x is retracted against resistance during use, damage such as stretching and fracture may occur. The root cause of the resistance during the procedure could not be determined. Further evaluation revealed an additional fracture, bends on the cat6x and a bend on the trax delivery device. This damage is incidental to the reported complaint and may have occurred during removal or packaging for return to penumbra. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.